Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use as a foreseeable adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue and patient effect could not be determined. Factors that may contribute to difficulty with the foot, include, but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated attachment medsun report (B)(4).

Event description:
User facility medwatch report (B)(4) received that states: when the proglide device was deployed and removed from the patient, the surgeon noticed that the foot plate was not in the correct position. The attending vascular surgeon needed to perform a cut down (extension of the original wound) to repair the artery after the closure device did not function as intended and he believes this led to needing to cut down and primarily repair the artery.